Event description:
It was reported by the customer that the pyxis medstation es system auxiliary drawer 2.1 (legacy) is not detected on the bus; the customer has rebooted the system and verified the connections. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all pockets had been manually released, found significant amount of debris that was obstructing the contacts. A field service engineer, replaced the pocket tray and the controller board. After restarting the station, the customer was able to reconfigure and restore the affected drawer. The system functioned after the field service engineer troubleshooted the device.

Manufacturer narrative:
Congenital anomaly/birth defect was unselected.